Event description:
Pt was scheduled for a coronary artery bypass graft. An intra-aortic balloon ruptured while in the pt. It had been put in place in the cath lab. Physician was notified and the balloon was removed. Hemostasis was obtained with a clamp. There was no blood or hematoma. There was no injury to the pt. Bypass procedure was done. Balloon rupture was a small hole in the distal end.